Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the following are the probable causes of the event; however, a definitive root cause could not be determined: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system operation manual. Important information ¿ please read before use warnings and cautions. During the device evaluation, service observed the illumination was uneven due to image darkening, and the image was hazy and foggy. A leak was observed in the light guide tube. The electrical connector demonstrated fluid ingress and corrosion the nozzle demonstrated corrosion. The light guide lens was scratched and chipped. The illumination was uneven due to image darkening, and the image was hazy and foggy. The adhesive on the distal end was worn. The distal end cover was scratched. The rubber adhesive in the bending section was worn. The insertion tube was dented/crushed. The overall appearance demonstrated wear and was stained. The air/water cylinder color ring was missing. The suction cylinder was damaged. The angle knobs were scratched/stained. The protector rip was damaged. The light guide tube had wrinkling. The scope connector was scratched/stained. The angulation system was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was an image problem observed during pre-checks. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed a blurry image. This report is being submitted for the blurry image.